Manufacturer narrative:
This device remains implanted but out of service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead had dislodged within approximately 1.5 months of implant. Subsequently, this patient underwent a revision procedure, and this lead was surgically capped/abandoned and replaced with a different lead. No additional adverse patient effects were reported.